Event description:
On (B)(6) 2012, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorneys alleges that the patient was admitted to the hospital on or about (B)(6) 2008 and was diagnosed with a myocardial infarction. While hospitalized the patient was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin product.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.